Manufacturer narrative:
H7/h9: correction submitted to include recall/notification and correction number. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urinary/bowel dysfunction. It was reported that they couldn't get the recharger to charge. When it was in the dock, the green lights kept going but when they took it out and tried to turn it on, there was nothing there. The lights were scrolling. The issue started this morning. On the call, the agent had the patient place the recharging device in the docking station and hold down the power button for 5 seconds. The patient tried to take the device out of the dock and press and hold the button to see if it would turn back on. It did not. The green light on the dock was lit up. The patient was using a white charging adapter and was using the thicker white cord to the dock. A message was sent to the repair department to replace the wireless recharger.

Manufacturer narrative:
Continuation of d10: product ID: wr9220, lot#serial#: (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot#: (B)(6), ubd: 15-jun-2023. H3: analysis of the wireless recharger [s/n: (B)(6)} found the led's scroll continuously and the device is unresponsive. The flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.